Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** the device named in the initial report could not be identified (serial number unknown/incorrect). Therefore, the following data cannot be provided: full UDI, manufacturing date, version / model / catalog number. The UDI-di has been removed in this corrected follow-up report because contrary to the initial assumption, multiple UDI-di may be applicable if the serial number is unknown. Follow-up 2 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. It was alleged that the ip (interaction panel) display on the ventilator showed white screen with multiple-colored vertical lines upon power up. No patient involved. The event did not cause or contribute to a death or serious injury to a patient. No logfiles were provided. To address the issue, an interaction panel was shipped to the customer. No feedback was received confirming whether the replacement resolved the issue. Although the outcome could not be verified, it is assumed that the issue was resolved by replacing the interaction panel as no further issues have been reported.

Event description:
Hamilton medical ag received the following incident description: ip display on ventilator shows white screen with multiple colored vertical lines upon power up.

Event description:
Hamilton medical ag received the following incident description: ip display on ventilator shows white screen with multiple colored vertical lines upon power up.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** the device named in the initial report could not be identified (serial number unknown/incorrect). Therefore, the following data cannot be provided: full UDI, manufacturing date, version / model / catalog number. The UDI-di has been removed in this corrected follow-up report because contrary to the initial assumption, multiple UDI-di may be applicable if the serial number is unknown.

Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description: ip display on ventilator shows white screen with multiple colored vertical lines upon power up.